Event description:
It was reported that the pt's implantable neurostimulator was removed due to early battery depletion. The pt experienced good stimulation for one month after implant and then the battery went dead. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.